Manufacturer narrative:
Customer had scanned sample with the wrong barcode. Siemens instructed customer to allow rapidcomm (data management system) to assign accession number. Siemens asked customer's it department to check data flow into his. Event has occurred due to an operator error. Instrument is performing as intended.

Event description:
Operator didn't accurately follow process and reused a sample accession number. As a result incorrect information was transmitted to customer his. There was no report of injury due to this event.